Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during device observations, a clinician asked the tpc about removing air at the y-site connections and their concerns about removing air from chemo lines. Clinicians further told the cpc they have had tubing complaint past events of removing air from smartsites and being ¿sprayed¿, thus making it unsafe to do if it¿s a chemotherapy line. The tpc directed the questions to the cpc.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during device observations, a clinician asked the tpc about removing air at the y-site connections and their concerns about removing air from chemo lines. Clinicians further told the cpc they have had tubing complaint past events of removing air from smartsites and being ¿sprayed¿, thus making it unsafe to do if it¿s a chemotherapy line. The tpc directed the questions to the cpc.